Event description:
A home patient (hp) reported upon preparation for their dialysis exchange, they noted the minicap had fallen off of their transfer set. The hp notified their healthcare professional and was seen in the clinic for a transfer set change. Additionally, the hp received prophylactic antibiotics. No patient injury was reported per hp.